Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-01613, 3005099803-2011-01616 and 3005099803-2011-01617. It was reported to boston scientific corporation that three resolution hemostasis clipping devices were used during an esophageal hemostasis procedure on (B)(6), 2011. According to the complainant, during the procedure, a resolution clip (manufacturer report # 3005099803-2011-01613) was positioned within the patient's esophagus and closed onto the tissue; however, after the clip was released from the catheter, it reopened and fell into the patient. The same issue occurred for two additional resolution clips (manufacturer report #'s 3005099803-2011-01616 and 3005099803-2011-01617) and the procedure was successfully completed with another resolution clip. There were no patient complications as a result of this event.